Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hcp pressed the button to retract the needle; however, the needle was not retracted."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit in the un-retracted position with the needle cover on and no catheter adapter and three photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual/microscopic examination it was observed that the button of the device had been engaged but retraction of the needle did not occur. Further investigation revealed that the hub of the device was unable to rotate. Microscopic evaluation revealed adhesive bonded between the grip and hub which prevented retraction from occurring. Although no quality issues were identified during the manufacturing process, the defect is likely related to adhesive introduction during the manufacturing process

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract during use. The following information was provided by the initial reporter, translated from japanese to english: "the hcp pressed the button to retract the needle; however, the needle was not retracted."